Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that hair like material was seen in the sealed packaging of a fuhrman pleural/pneumopericardial drainage set prior to a drainage placement procedure. The packaging was not opened and did not make patient contact. A new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One sealed/unused set was returned to cook for evaluation. Upon visual inspection, a hair-like fiber was observed in the package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. An additional 144 related lots from the month before, month the lot was worked on, and the month after were reviewed. There are no complaints for the same failure mode on the additional lots. Forty of the additionally reviewed lots had relevant nonconformances. The relevant nonconformances were either reworked or scrapped. Based on the available information, cook has concluded that the device was manufactured out of specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_ppd-m_rev0] supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal form package, inspect product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause of the event is manufacturing deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6) . G4 ¿ PMA/510(k) #: exempt . H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that hair like material was seen in the sealed packaging of a fuhrman pleural/pneumopericardial drainage set prior to a drainage placement procedure. The packaging was not opened and did not make patient contact. A new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.